Event description:
It was reported that a user was unable to pair a dexcom g7 sensor with a replacement ilet during setup, and pairing succeeded after guided troubleshooting that included shutting down the prior ilet, restarting setup on the replacement ilet, and restarting the sensor using the provided g7 code. Symptoms included no glucose readings displayed on the ilet due to the pairing failure. Outcomes included temporary interruption of cgm data to the ilet without alerts, alarms, or medical intervention. Investigation included telephone troubleshooting and education focused on device setup and sensor pairing. Investigation of this case revealed that the cgm-to-ilet communication was not established initially and that restarting the prior device and sensor, then reattempting pairing within the ilet setup, restored communication and allowed pairing to proceed. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequence and device state requiring restart to enable successful cgm pairing.